Event description:
The customer reported to philips healthcare that the pins in battery port a were missing and that the device would not recognize the battery in that slot. There was no patient involvement.

Manufacturer narrative:
(B)(4).